Event description:
While drawing dose in hot lab, a small particle was observed inside the vial. After investigating, it was determined that a piece of septum detached and was displaced into the vial. No residue/particles were observed in the d-vial doses and draw continued. Particle observed inside y-90 vial during draw, which was determined to be septum. Needle must have detached a portion of septum during draw.

Manufacturer narrative:
Sirtex medical team has stated the risk of potential patient harm is not clinically significant. The catheter diameter and in-line filters would prevent such a septum fragment from reaching the patient. A comprehensive device history record review was performed for this product batch and did not result in any abnormal findings related to the manufacturing process.